Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump exhibited error code 1660 when the pump was turned on. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed. It was found that the downstream occlusion (dso) sensor was dented. The customer's problem was duplicated, and the cause of the issue was found to be a faulty microprocessor unit (mpu) board. The mpu board was replaced to fix the issue as well as the dso sensor.